Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The blood glucose level was unknown at the time of incident. Current blood glucose is 238 mg/dl. Customer also stated that from tuesday onwards the blood glucose was 471 mg/dl. Customer treated with insulin pump. Customer also stated that an infusion set had a bent cannula. Troubleshooting was declined for high blood glucose. The insulin pump will not return for the analysis.